Event description:
It was reported that the fiber fractured during the procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber fractured during the procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there was no light exiting the connector face, indicating an internal connector fracture and no aim beam was exiting the fiber tip. The reported allegation was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Risk review was completed and confirmed that the event of fiber break was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.